Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac defibrillator exhibited a diagnostic anomaly. Supraventricular tachycardia was being diagnosed as ventricular tachycardia. The patient did not receive inappropriate therapy. The misdiagnosis was thought to be due to poor morphology scores. No programming changes were made at this time but were scheduled for a later date. The patient device has otherwise been functioning very well. The patient is stable.

Event description:
New information received notes that programming changes were made to address the morphology configuration scores that led to the diagnostic anomaly.